Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the femoral artery in a 62-year-old male patient presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami), and cardiogenic shock (cgs) in scai stage e shock prior to initiation of support. The patient was critically ill in the cardiac catheterization lab and required defibrillation in the hospital environment. The cath lab staff confirmed optimal impella pump position and function. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) console had a ¿high purge pressure/purge system blocked¿ alarm. No kinks were detected and the glucose was never above 5%. The purge cassette was replaced but did not resolve the issue. The ICU nurses indicated the purge issues were probably not related to the impella pump flow. The device functioned at p-9 at 3.5 l/min with no issues. Care was withdrawn and the post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage e shock. Arrhythmias are common in patients with ami/cgs and are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information has been provided in h3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical rationale: an impella cp device was inserted into the femoral artery in a 62-year-old male patient presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami), and cardiogenic shock (cgs) in scai stage e shock prior to initiation of support. The patient was critically ill in the cardiac catheterization lab and required defibrillation in the hospital environment. The cath lab staff confirmed optimal impella pump position and function. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) console had a ¿high purge pressure/purge system blocked¿ alarm. No kinks were detected and the glucose was never above 5%. The purge cassette was replaced but did not resolve the issue. The ICU nurses indicated the purge issues were probably not related to the impella pump flow. The device functioned at p-9 at 3.5 l/min with no issues. Care was withdrawn and the post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage e shock. Arrhythmias are common in patients with ami/cgs.

Manufacturer narrative:
B5 was updated. H6 codes e2343 and f1905 erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
Corrected information has been provided in d4 (serial) and h3 arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the high purge pressure was due to a kink in the catheter under the touhy borst lock, however, the exact cause of the catheter kink/deformation could not be determined as limited clinical details and no data logs were provided.